Manufacturer narrative:
The patient sample was not available for investigation. No further data was provided by the customer for investigation. Due to the patient¿s clinical status, there are multiple considerations about the reported results. However, due to the missing sample material, further investigations are not possible. Based on the information provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 801 analytical unit (serial number (B)(4)) compared to a competitor method. The sample initially resulted in a value of 118 pg/ml (433.1 pmol/l). The sample was repeated using a competitor method resulting in a value of 17 pg/ml (62 pmol/l). This result is deemed correct. No questionable result was reported outside of the laboratory. The estradiol iii reagent lot number was 63007901 with an expiration date of 31-may-2023.